Manufacturer narrative:
Covidien ref #: us200905-0432. Date of initial report: 5/21/2009(B)(4). (B)(4)

Event description:
According to the reporter: the bag split open when the device was pulled out of the pt with the specimen inside. No ill effects to the pt was reported. The pt is fine.